Event description:
It was reported that during a unilateral balloon kyphoplasty procedure (bkp) for a lumbar vertebral compression fracture, a balloon ruptured upon inflation and was immediately withdrawn and replaced. According to the report, the procedure was delayed 15 minutes. No balloon fragments were left in patient and it is reported that the patient was not allergic to contrast media. The procedure was performed successfully and no patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). Product analysis: two of the returned ibt's that were not stuck/jammed in the stylus were tested and found not to be not ruptured. Both were partially inflated and found to be able to hold fluid without leaking. When deflated, both ibt's collapsed axially, but not transversely (ibt balloon width). As such, both balloons were unable to be started into a sample stylus cannula. Unable to replicate customer concern; after visual, optical and functional evaluation, no evidence was found that would suggest a defect in manufacturing or processing of the implant or associated components. The instruments appear to be capable of performing their intended function.